Event description:
Customer reported that at the end of the procedure, about a 1 1/2 to 2 inch air bubble was noted in the return line. The operator noted foaming in the air trap and upon removal of the kit, a leak in the inlet tubing where it enters the l cassette. There was also a small amount of blood under the left cassette. The customer indicated there was no alarm regarding the air. It was noted visually by the operator and re-infusion was stopped. The operator did not feel there was any issue for the donor who left in good condition. A follow up call to the donor by the center the next day verified that he was feeling fine.